Event description:
Pt found on floor. Expired. Because the pt was sitting on a hill-rom bed it was uncertain at the time if the bed had rolled. It was later confirmed by the coroner's office that the pt died from cardiovascular disease. The bed was inspected and found to be in order.